Event description:
During a clinic follow-up, episodes of noise resulting in oversensing and automatic mode switch were observed on the device. Technical support was contacted and the device was reprogrammed. The patient was stable and will continue to be monitored.

Event description:
Related manufacturer reference number: (B)(4). Additional information was received that provocative testing was performed, but the noise was unable to be reproduced. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.